Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the left common femoral artery with a proglide device using the perclose technique. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. The sutures of two additional proglide devices were successfully placed using the perclose technique. The arteriotomy was 6f and the sheath was upsized to 18f for the aaa procedure. The aaa procedure was completed and the two successfully pre-placed sutures achieved hemostasis. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced is filed under a separate medwatch MFR number.